Event description:
It was reported that the external pulse generator had a broken bail cover, a missing bail, cover and screw, a cracked ring cover, cr acked/fractured top and bottom cases and damaged battery drawer and seal. The generator was returned for service. There was no indication given that there was any patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator had damage to its case, cover and some components. Analysis also found the battery contacts were compressed. (B)(4).

Event description:
It was reported that the external pulse generator had a broken bail cover, a missing bail, cover and screw, a cracked ring cover, cracked/fractured top and bottom cases and damaged battery drawer and seal. The generator was returned for service. There was no indication given that there was any patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.